Event description:
The pt rec'd 2 scs leads with the same lot number. It was reported during the pt's permanent procedure, the physician had difficulty advancing the scs leads which extended the procedure by approximately one hour. It was also reported during the procedure, the pt experienced left leg numbness/pain which as of (B)(6) 2013 has resolved. The pt rec'd steroids in addition to other treatment to address the issue. Furthermore, on (B)(6) 2013 the pt indicated she was experiencing headaches and nausea which have resolved as of (B)(6) 2013.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.